Event description:
The user facility reported during a surgical procedure the vitrectomy cutter would not cut. A back up pack was opened and used with no issue. There was no pt injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch and four sealed pouches from lot v2831 were returned. The opened pouch contains one 25ga vitrectomy cutter. The tip protector was not returned. The needle was bent/curved. The port window was in the opened position. There was dried solution visible in the tubing. The tubing has been cut off with only about 2 inches remaining attached at the back of the cutter. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using sample tubing. The inner needle was bound up and cannot move. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. All found unopened cutters were opened by the complaint eval ctr tech for inspection and testing. No defects were found. All four cutters had good clean cuts and aspirated as intended. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2015-00071.